Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient's cannula was not inserted since it was lying flat against the skin. The issue occurred with one infusion set used for four hours and site was patient's abdomen. No further information was available.